Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered two anti-tachycardia pacing (atp) and 6 shocks due to a sinus tachycardia episode. Device reprogramming was discussed. This ICD remains in service. No additional adverse patient effects were reported.